Manufacturer narrative:
Batch reviews performed on 11 september 2017. Lot 155215: (B)(4) items manufactured and released on 23 september 2015. Expiration date: 2020-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact acetabular shell ø54 multi-hole, code 01.32.154mh, lot. 133724 (k132879) (B)(4) items manufactured and released on 03 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø36/e, code 01.32.3644hct, lot. 153133 (k103721) (B)(4) items manufactured and released on 08 october 2015. Expiration date: 2020-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0, code 01.29.209, lot. 151164 (k112115) (B)(4) items manufactured and released on 26 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 30, code 01.32.6530, lot. 130452 (k103721) (B)(4) items manufactured and released on 13 march 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on items of the same lot. Mpact cancellous bone screw, flat head ø 6,5 l 20, code 01.32.6520, lot. 150699 (k103721) (B)(4) items manufactured and released on 26 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. Mpact cancellous bone screw, flat head ø 6,5 l 30, code 01.32.6530, lot. 145878 (k103721) (B)(4) items manufactured and released on 13 january 2015. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 35, code 01.32.6535, lot. 115666 (k103721) (B)(4) items manufactured and released on 20 april 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the third similar event reported on items of this lot (complaint (B)(4)).

Event description:
The patient came in complaining of instability. The surgeon determined the stem was loose. The patient was also infected. The infection is not believed to have caused the loosening. The pathogen is unknown. The surgeon revised all medacta product. The surgeon plans to implant a spacer at a later date. The surgery was completed successfully.